Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had software error detected alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that communication issue between the insulin pump, transmitter and meter and blood at the sensor site. Customer able to successfully clear the alarm. Customer able to complete rewind. Customer stated that self test was passed. The device will not be returned for analysis.